Event description:
Customer reported the unit of measurement setting of their unlocked freestyle flash meter changed. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Readings with an 18 cal code were found in glucose log. Errors 015, 0300 and 0806 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the adc fa16may2006 letter.